Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. A single radiographic image of the skull was provided by the customer. The image is unlabeled and collimated to show only a small portion of the cranium. The image was taken in the lateral projection. Two coil balls are visible within the image and a small, straight length of coil is noted to be extending from one of the coil balls. No contrast is present to visualize the carotid artery. Based on the image provided, a coil detachment can be confirmed, although it cannot be determined how or where in the anatomy the detachment actually occurred. The implant coil was implanted in the patient; however, the pusher wire was returned for evaluation. A visual inspection was performed and dimensional measurements were taken. The heater coil was completely compressed with the distal pet folded and slightly damaged. The distal and proximal solder joints of the pusher wire were intact. The proximal pusher was kinked at the laser weld between the connector and hypotube. The monofilament was necked down and had a tail measuring 0.004". Based on the available information and returned product evaluation, the reported complaint can be confirmed. It can be concluded that the implant coil was held with good tension via the monofilament prior to detachment. Extreme manipulation may have caused the implant to stretch, and the monofilament to consequently stretch and detach the implant from the pusher wire prior to intentional detachment using the vgrip.

Event description:
It was reported that during placement of an embolization coil in a carotid aneurysm, the coil unexpectedly detached without use of the controller while the coil was being pulled back for repositioning at the intended treatment site. The detached coil segment was pushed into the aneurysm and only a slight amount of the coil extended into the carotid artery. No intervention was performed. There was no reported patient injury and the current patient status is reported to be good.